Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system model #: m-4800-01 serial #: (B)(4). Cool flow irrigation pump model #: m-5491-02 serial #: (B)(4). Stockert rf generator model #:m-5463-01 serial #: (B)(4). The customer was contacted by biosense webster field service engineer. The customer said that there were no issues or problems with any of bwi equipment. The customer declined system service. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product has been discarded by the customer and not returned for investigation as initially reported.(B)(4).

Event description:
It was reported that during an atrial tachycardia left sided procedure, the user was applying rf energy at 50 watts in the left atrium (using the thermocool set up) when an audible steam pop was noted followed by a blood pressure drop. Initially it was suspected there was a pericardial effusion, but when followed-up with the physician for more detailed information, the physician stated that indeed there was no pericardial effusion upon interrogation with echocardiogram. The pressure returned to normal shortly after the steam pop and the case was continued successfully.